Manufacturer narrative:
(B)(4). The evaluation of the returned device is complete. Visual inspection was performed with no issues noted. Pressure testing and underwater clear passage testing were performed with no issues related to the reported condition identified. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clear link continu-flo set was leaking from its connection to the catheter. There was no report of patient injury or medical intervention associated with this event. No additional information is available.